Event description:
Additional information received from the manufacturer representative indicated the consumer was the initial reporter. It was unknown what troubleshooting was performed. The event was considered to be resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-26, information was received from a company representative regarding a (B)(6), male patient who was receiving infumorph 10mg/ml at 0.48 mg/day via an implantable pump for non-malignant pain in the spine and back. Since implant on (B)(6) 2015, the patient was uncomfortable because the pump was placed right on the belt line. On (B)(6) 2016, a pump pocket revision was performed; the pump was moved a couple of inches up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.